Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4)

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2018 as a replacement in sub-muscular position on the right side since previous abandoned leads were on the left side. On (B)(6) 2018, pectoral stimulation was observed. On (B)(6) 2018, pectoral stimulation was observed again. Moreover, the ventricular autothreshold function, which gave a very high output whereas the manual ventricular pacing threshold was good, was deactivated. The ventricular output was reduced until pectoral stimulation disappears, keeping a safety margin of two times the threshold.